Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. Patient weight obtained.

Manufacturer narrative:
Based on additional information received, see manufacturer¿s report # 3004209178-2017-10060 for the patient's other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins started shocking them right after it was put in and continued through the life of the battery. The ins was subsequently replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v188677, implanted: (B)(6) 2009, product type: lead.

Event description:
The consumer reported she had pain at her backside where the implantable neurostimulator was located and she was sore from the waistline down. The patient was also itching at the top of the implantable neurostimulator and it was red. There was no trauma/fall neither was there recent medical test not environmental exposure. The symptoms were at the implant site. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, the event will be updated. Additional information from consumer reported she had notified her managing physician about the pain, itches and redness. It was noted the doctor refused to talk to her about her problem. She wanted help. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that after getting their current ins the placement surgery needed to be done again due to burning pain in the patient's back where the ins had been placed. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.